Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable alarm was noted. It was also reported that the pump was silenced, reviewed, powered off, clamp closed, and cassette removed, cassette was gently tapped and massaged line to disperse air bubbles in line. The cassette was replaced and powered back on, but the alarm persisted. No patient consequences were reported. No adverse effects were reported.